Event description:
The customer reported plume of smoke escaped from the closed tube aliquotter (cta), involving synchron lxi 725 system. The customer immediately turned off the cta and the system. The customer stated no flames were present. Beckman coulter customer technical advocate advised the customer to keep the cta turned off. The customer opened the laboratory windows to clear the smoke. The customer opened the laboratory windows to clear the smoke. The customer stated there was no new smoke. There was no report of injury or medical intervention associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) replaced the auxiliary power supply and resolved the issue. The unit conformed to the MFR's performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.